Event description:
It was reported the pt experienced a burning sensation in the stomach and pain in the left breast area. The pt also feels a marble size lump or nodules at the tip of the catheter on her back at the surface of her skin. This occurred several days after her last refill. The pt went to the emergency room to rule out the possibility of the symptoms relating to a heart attack and the primary physician for evaluation. The pt was redirected to the pump mgmt physician. The drug in the pump was morphine. No dose or concentration was reported. No other symptoms or outcome were reported. Add'l info has been requested from the health professional. Add'l info has been requested from hcp, but was not available on the date of the report.